Manufacturer narrative:
Log file analysis revealed a power disconnect alarm occurring on (B)(6) 2016 of type cell-under-voltage. This type of power disconnect alarm indicates a malfunction of the battery during use. One battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Log file analysis revealed a power disconnect alarm that occurred on (B)(6) 2016. This alarm was triggered by an under voltage cell in (B)(4). Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. The reported event could not be confirmed at the bench level. Heartware has opened an internal investigation to evaluate these types of issues. The most likely root cause of the reported event is an under voltage cell in (B)(4), which likely contributed to the event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from (B)(6) that a patient was experiencing multiple low priority alarms with battery connected. After log files were reviewed, it was recommended to replace the battery. The battery was replaced. No reported consequences or impact to the patient. No additional information provided.